Manufacturer narrative:
Event description (B)(6) 2020, (uf, for): information was received regarding a endoscope device used for spinal therapy. It was reported that intra-op, the reported endoscope showed defective image. No further information is available. Update received on (B)(6) 2020: event date: (B)(6) 2020 pre-op diagnosis: hernia procedure involved: med the product came in contact with the patient. There was no patient complication as a result of this event. This event was created based on repair request received by the (B)(6) service and repair group. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a endoscope device used for spinal therapy. It was reported that intra-op, the reported endoscope showed defective image. No further information is available. Update received on 30 jun 2020: event date: 16 jun 2020 pre-op diagnosis: hernia procedure involved: med the product came in contact with the patient. There was no patient complication as a result of this event. This event was created based on repair request received by the japan service and repair group.